Event description:
Procedure type: laparoscopic gynecology. According to the reporter: soon after inserting the 5mm into the cavity, one shield of tissue dissecting fin was broken. It did not fall into the pt cavity and could be retrieved. Another device was used to complete the procedure. No bleeding occurred. There was no harm to the pt. Operative time was not extended.

Manufacturer narrative:
(B)(4).